Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. There are two medical device reports associated with this patient. This report is associated with the left eye. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that over a year following bilateral cataract extractions with intraocular lens (iol) implant procedures, glistening's are noted on the iol. The patient has reported seeing a prism type figure in the corner of the eye. The patient also experiences allergies now and then and uses artificial tears when this occurs. The patient also had yag laser capsulotomy and vitreous floaters were noted on an examination. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
Associated products were not provided. It is unknown if qualified products were used. A company director from the global quality customer affairs team contacted the surgeon to offer assistance with this bilateral case of reported glistening's. A detailed discussion was held regarding glistening's and sub-surface nano glistenings (ssng), imaging and retro-illumination. Gqca shared pertinent data from oshika, t. Et. Al. Influence of surface light scattering and glistening of intraocular lenses on visual function 15-20 years after surgery. J cataract refract surg 2018;44:219-225. Reference #5 is a 2018 article done by 12 surgeons from japan. No additional information has been provided. The manufacturer internal reference number is: (B)(4).